Manufacturer narrative:
(B)(4).

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event, which was allegedly caused by exposure to the product administered for dialysis treatment.